Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that on saturday ((B)(6) 2014) the patient was not getting much relief from the device. It was stated that on monday morning ((B)(6) 2014) at about 2am the patient got up to go to the restroom and had extreme pain. The caller stated he was going to increase stimulation and the patient programmer told him the implantable neurostimulator (ins) needed to be charged. It was reported that after he charged the ins and since the caller wasn't able to make any connection with the patient programmer. It was reported that the patient was feeling stimulation on her left and it was supposed to be on the right, and that this has been going on since implant. It was further reported that on sunday ((B)(6) 2014) it seemed like it was "real warm" at the implant site. It was noted that since about 2:30 am on tuesday ((B)(6) 2014) neither the insr (implantable neurostimulator recharger) and programmer wouldn't make contact with the implant. The caller stated dissatisfaction with their manufacturer's representative's service and indicated that they had left them two messages over the last two days. It was further reported that the patient had a 50% or greater symptom reduction. It was stated that the cause of the event had been determined to not be device related. It was stated that the patient was immediately post-operative and needed to have re-education and reprogramming. It was stated that the patient recovered without permanent impairment.